Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that when the device package was opened, the embolization coil was not attached to the pusher and was missing. User confirmed they checked and could not find the coil.